Manufacturer narrative:
Evaluation summary: device was received for evaluation. The returned sample met specification as received. Details regarding a visual inspection were no t provided. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the unit did not produce a warning alarm when a plate was used and the monopolar connector did not work. The plate burned the patient in the site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device had no warning plate patient alarm and monopolar connector did not work. The returned plate burns the patient.